Event description:
It was reported that the surgeon started to insert lens but backed out due to influx of pressure and vitreous fluid. The capsular bag was broken, lens was removed, and a vitrectomy was performed. The same model lens and diopter was used as a replacement. According to the surgeon, influx of increased pressure was the likely cause of the event. Please reference MDR # 1119279-2014-00345 for the lens used during the event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.